Event description:
Customer corresponded that the bulb of the oral thermometer broke in their child's mouth, resulting in the possible ingestion of mercury and the thermometer bulb. Dist was made aware of the incident 1/31/97, but received no specific info until 2/3/97. The complainant reported that the child is seeing a physician due to neuromuscular movements. Complainant also reported that the physician is conducting tests, but a diagnosis or cause of problem has not yet been rendered.